Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, while injecting saline solution by the power injector, a leak was noted at the hub. The procedure was completed with another device.